Event description:
On (B)(6) 2011, a percutaneous renal cryoablation was performed in which the following needles were used: 1-14g angiocath used for biopsy, 1-yueh centesis needle for hydrodissection, 3-14g needles for cryo needle access (3 cryo needles used), 1 mts. After two freeze cycles were completed and all needles removed, the patient was observed to have a hematoma. The following comment is on the operative note, "during the procedure, it was noted that the patient developed a subcostal hematoma. This was measured as approximately 5 x 3 x 7 cm. Given the fact that her hemoglobin at the start of the case was only 8, she was typed and crossed and will be given 1 or 2 units postoperatively." No issues with the cryoablation needles or system are noted in any of the medical records. Estimated blood loss was 200 cc. Two units of blood were transfused later that day, and the patient was discharged in stable condition the next day.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a registry study. Hematoma is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The patient was given two units of blood and the issue was resolved. The patient was discharged in stable condition the following day.